Manufacturer narrative:
Unit in question has not been returned for testing and evaluation.

Event description:
Per the customer....claims use of the wp-150 caused damage to a tooth. Customer admittedly has "had work done" in affected area in the past (customer approximated 8 years ago). Customer accepts the concept of wear and tear affecting the life of oral prosthetics, maintains that waterpik should compensate by mentioning to avoid high pressures in areas featuring dental work (not present in product literature). Customer is seeking restitution for repair and mentioned liability for time missed at work.

Manufacturer narrative:
Returned product was pressure tested and found to be operate within normal pressure specifications.

Event description:
Per the customer....claims use of the wp-150 caused damage to a tooth. Customer admittedly has "had work done" in affected area in the past (customer approximated 8 years ago). Customer accepts the concept of wear and tear affecting the life of oral prosthetics, maintains that waterpik should compensate by mentioning to avoid high pressures in areas featuring dental work (not present in product literature). Customer is seeking restitution for repair and mentioned liability for time missed at work.